Event description:
Adverse event: thrombosis with medical intervention/myocardial infarction (mi). Onset of adverse event: 4 days post procedure. Device issue: none. It was reported via a trial that on (B)(6) 2010, due to stable angina and as part of a staged procedure, the patient underwent the study index procedure with deployment of six drug eluting stents: one in the proximal right coronary artery (rca), two in the mid rca, one in the distal rca and two in the first right posterior lateral. Post stent deployment, residual stenosis was 0% in all sites. The patient did not receive a peri-procedural loading dose of clopidogrel. The patient was discharged the same day. On (B)(6) 2010, the patient was brought to the emergency room due to severe chest pain, nausea and sweating. Electrocardiogram (ECG) showed st elevation inferior leads, suggestive for an acute mi. Cardiac catheterization showed rca occluded 100% with evidence of thrombus. Thrombectomy was performed with excellent results and no complications. The event was considered resolved on (B)(6) 2010 and the patient was discharged from the hospital. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The additional three promus 2.5 x 28 mm ((B)(4)/lot# 0012842), and promus 2.75 x 28 mm ((B)(4)/lot# 9121541) are being filed under separate manufacturer numbers. Evaluation summary: in this case, there was no reported product deficiency, angina, myocardial infarction, nausea, and thrombosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. All stent delivery systems are subjected to a 100% visual inspection. (B)(4).